Event description:
The pt reported that subsequent to the implant of a protegen sling, she experienced bleeding, infection, pain and rejection.

Event description:
It was reported that subsequent to the implant of a protegen sling, the pt experienced complications and was injured and damaged. The device was removed in 1999. The device was not returned for evaluation.